Event description:
It was reported that during a procedure in the heavily tortuous and moderately calcified diagonal artery, for treatment of restenosis of a non-abbott stent that was implanted approximately one year prior, a 2.75x15 multilink vision stent system was not able to advance. The 2.75x15 vision stent system was removed and a multilink 8 stent system was used to treat the restenosis. There was no clinically significant delay and no adverse patient effects. Though requested, no additional information was provided. Return device analysis revealed that the soft tip was separated, the stent implant was fully expanded, and the distal portion of the soft tip was stretched on the coiled distal end of the stylet. It is unknown when the soft tip separation and the stent expansion occurred.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the stent delivery system (sds) noted blood visible in the guide wire lumen and contrast in the inflation lumen, consistent with preparation and the sds advanced over a guide wire. The stent implant was fully expanded. The first row of the proximal end had flared struts. Crimp marks were visible on the loosely folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The outer member was necked at the proximal balloon seal. The soft tip was separated at the distal end of the clear gap. The separation was jagged which suggests that the separation may be related to tensile overload (material stress/fatigue). The distal portion of the soft tip was stretched and stuck on the coiled distal end of the stylet. There were multiple bends in the hypotube. The inner diameter of the separated tip was measured and met manufacturing criteria. Several attempts were made to obtain clarification from the account as to when the noted damage occurred; however, the account was unaware of the damage therefore, it likely occurred post procedure during handling for return analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily tortuous and moderately calcified which likely contributed to the reported failure to advance. It was reported the vision sds was used in the attempt to treat in-stent restenosis of another stent. It should be noted the vision instructions for use states: the multi-link vision rx and multi-link vision otw coronary stent systems are indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions. The reported use error does not appear to have caused or contributed to the noted damages to the sds. A search of the lot history record indicated no non-conforming material records for the lot related to the complaint. Additionally a query of the complaint database indicated no other incidents. There is no indication of a lot specific product quality deficiency. Based on the investigation, there is no indication of a product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for damage.